Event description:
Customer reported that a cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed to inspect and clean the pneumatic tap area and to check the o-ring on the cartridge, which was found to be missing or damaged. Customer successfully loaded a new cartridge onto the pump and resumed insulin delivery on their own, requiring no further assistance. Technical support attempted a follow-up but was unable to connect, and the case was closed.